Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), non-penumbra coils, and a non-penumbra catheter. It was noted that the patient's anatomy was tortuous, narrowed, and calcified. During the procedure the physician successfully implanted one other coil. Next, the physician introduced a pod pc to the target vessel and made several attempts to retract and re-advance the coil to achieve the desired shape. While retracting the pod pc, it detached inside the lantern. Therefore, the lantern and pod pc were removed together and the pod pc was extracted from the lantern. The procedure was completed using three additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pod pc embolization coil was detached from its pusher assembly. The embolization coil had offset coil winds. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. The pusher assembly to the pod pc was not returned for evaluation, and therefore, the root cause of the detachment issue could not be determined. Further evaluation of the returned pod pc revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.